Event description:
The surgeon inserted the aa4203tl silicone single piece lens and the patient's zonules were too loose to support the lens. The lens was removed and a competitor's lens was implanted without any patient injury. The reporter stated the incident was due to a patient condition and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no product allegation. Product evaluation results: visual inspection of the returned lens showed the lens was split in half with a clear surgical residue on it. (B)(4).